Manufacturer narrative:
The customer advised that they had been attempting to manage a critically ill patient, and had called for clinical assistance when they were unable to obtain a trigger based off of blood pressure, due to the patient's condition. The customer did not feel that there was an issue with the iabp or the catheter involved in the event. A company clinical representative discussed alternative ways of obtaining a trigger source when the patient's condition precludes the use of blood pressure as a trigger source. A follow up in-service training was scheduled with the customer, and completed on march 15, 2012.

Event description:
The customer reported that while the iabp was in use on a critically ill patient, the iabp generated an "unable to calibrate" alarm. The customer stated that the patient did not have a blood pressure, and they attempted to use other trigger sources, including pacer trigger, but they did not have much success. The patient expired; however, the customer does not attribute the patient's death to the iabp. Note: the customer was unable to provide the serial number of the iabp; therefore, the manufacture date is also unavailable.